Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, issue resolved before call to technical support, and no further actions were documented.